Manufacturer narrative:
The reported issue was confirmed. A root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed during decontamination that the unit was primed to fill. Serviced the circulation pump. Performed 2k pm service on the unit. Replaced the heater # 1748, with new heater # 2234, manifold o-rings, drain valves. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that would not cool, mixing pump appeared to have failed . The device was giving 2000-hour preventive maintenance information. Per sample evaluation results received on 02dec2022, it was reported that tank tubing found expanded. Per sample evaluation results received on 02dec2022, it was reported that the arctic sun device was primed to fill. Per sample evaluation results received on 24mar2023, it was reported that the tank tubing such as l shape formed tube and double bend tube were expanded. The l shape formed tube and double bend tube were replaced.